Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tnl result was 4.53ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tnl. The repeated accu tnl result was 0.35ng/ml. A corrected report has been issued. The customer indicated that they did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.